Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product a supplemental report will be sent with the investigation results. A device history record review was completed and documented that the device met all specifications upon distribution. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, during the set-up of this introducer, the dilator was inserted in the sheath and a small circular seal appeared on the end of the dilator. There was no allegation of patient injury. Device was available for evaluation. Patient demographics requested, but not provided.

Manufacturer narrative:
Our product evaluation laboratory received one introducer with dilator and a wiper gasket. Examination found the wiper gasket was missing from the valve housing. The finding was aligned with the customer photos that the wiper gasket was pushed out from the valve housing. The wiper gasket and the duckbill valve were found to be undamaged. Report of dislodged wiper gasket was confirmed. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint. Invasive procedures involve some patient risks. Although serious complications are relatively uncommon, the physician is advised, before deciding to perform the procedure, to consider the potential benefits in relation to the possible complications. In this case, the wiper gasket was pushed out of the valve housing to the end of the dilator, and there is the potential for significant blood loss .